Event description:
A patient reported they had no symptom control. The patient used the programmer and confirmed the stimulation is currently off. The patient used the programmer to turn on the stimulation and noted they saw the lighting bolt in the upper left hand corner. The patient stated she is currently on program 2 at 2.7 v which is not comfortable and decreased to 2.3 v which is comfortable. When the patient was asked if she ever had symptom control she stated she had no idea. Additional information from a healthcare professional (hcp) reported the last time they saw the patient was on (B)(6) and the patient was doing well. The hcp noted they will contact the patient to for follow up. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information received from the patient indicated that they met with a manufacturer representative that changed the programs about six weeks prior to the report. A few days later, there was no improvement in symptoms. The patient mentioned that they did not feel stimulation and the therapy was not on. During the report, the therapy was turned on and the amplitude was increased to 2.3v on program 4. The patient was able to feel stimulation in the bike seat region, and reached the maximum amplitude threshold at 2.3v. It was stated that the stimulation sensation went away after they removed the antenna from the implantable neurostimulator (ins). The ins was still on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.